Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were returned for evaluation. No defect was detected. H10: most likely underlying root cause was changed from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-6: passed expiration date".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from fasting results obtained of 190 and 215 mg/dl and from non-fasting result obtained of 192 mg/dl. The customer¿s expected fasting blood glucose test result range is 100 - 115 mg/dl and non-fasting blood glucose test result range is 140 - 170 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported past medical intervention that had occurred on (B)(6) 2018. Customer stated ambulance had been called as he had symptoms of fatigue and had passed out. Customer did not disclose blood glucose results obtained at that time using the meter. When the ambulance had arrived, customer¿s blood glucose result was 269 mg/dl non-fasting. Customer was diagnosed with dehydration and hyperglycemia and an IV was administered. Customer stated he was not hospitalized and his blood glucose test result when ambulance left was 150 mg/dl non-fasting. Customer was advised to follow-up with his primary care physician and had done so on 07/14/2018, where he had been prescribed glipizide. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/14/2021 and test strips were opened more than four months ago. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).